Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The driveline exit site section of the h heartmate 3 left ventricular assist system patient handbook says to avoid pulling on or moving the driveline at the exit site and to stabilize the driveline at all times. It warns that pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. Bleeding, driveline infection, local infection, and pump pocket infection are listed in the heartmate 3 left ventricular assist system instruction for use (IFU) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the hm3 IFU, including caring for the driveline exit site and controlling infection. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to driveline trauma caused when the system controller fell and pulled on the driveline. The patient was prescribed ciprofloxacin and doxycycline as prophylaxis. The antibiotics were completed on (B)(6) 2018 and the patient had no further complaints. No additional information was provided.